Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Section a: patient height 59 cm. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a post-operative issue with the shunt system. The patient was implanted with the shunt system on (B)(6) 2019. Post-operatively, valve blockage was suspected. The system was explanted on (B)(6) 2019 without any reported complication. Associated medwatches:  3004721439-2019-00144 (this report - shunt assist), 3004721439-2019-00145.

Manufacturer narrative:
Section g1/2: contact information updated. Manufacturing site evaluation: manufacturing records show that this shunt assistant was manufactured by a qualified employee in january 2019. No deviations were identified during assembly. The valve was inspected as article fv252t. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in a return kit. Initial visual examination found no significant deformation or damage to the valve. Testing: as this is a fixed pressure valve, adjustment testing as well as braking force/function testing are not applicable. Permeability testing was performed, however, and the valve was confirmed to be blocked. The valve was then dismantled for further investigation. At that time, a build-up of substances (likely protein) was identified. No further anomalies were identified and all other specifications were met. Conclusion: we can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. The compromised function of the valve is likely due to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type have been identified.